Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was confirmed via the submitted log file; however, the reported event of a damaged white power cable was not confirmed. A review of the submitted event log file spanned approximately 2 days (17jul2023 ¿ 18jul2023 per time stamp). Throughout the entire log file while connected to ac power and batteries, the power cable disconnect and low voltage advisory alarms intermittently activated due to an invalid rsoc fault associated with the white power cable. The alarms were not associated with a power source exchange and cleared on its own each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller was not returned for analysis and was exchanged. The account provided x-ray images of the controller leads which were unremarkable. The extent of the reported damage is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported events was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's controller was exchanged due to confirmed white power cable damage. The log files confirmed unusual power cable disconnects & low power advisories. These occurred due to invalid voltages on the controller white lead.